Manufacturer narrative:
Intuitive followed up and obtained additional information. Ports were placed prior to identifying the issue. System initially powered on without errors. The dvstat was contracted for troubleshooting. Troubleshooting was completed. System was rebooted several times. Procedure was completed as planned with same system. There was no patient injury. There was no disabling of the arm. All four arms were used. The generator was exchanged to the force triad.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and was run in normal mode. 1-02 errors occurred at startup. There was no significant scratches or dents during visual inspection. The front bezel is in decent condition. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) had error 1-01 occurred several times. The issue was not resolved by power cycle and the iesu errors were confirmed in the logs. The site used a force triad generator to continue. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.